Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped form 75% to 15% after being connected to a power source. The battery gauge then jumped to 100%. The customer's blood glucose level was 154 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.